Event description:
In-stent restenosis was observed two or three months afte implanting the vision stent. The restenosis was treated by re-stenting. The cause of restenosis was not related to the vision. No additional information was available.